Event description:
The customer alleged that the nx was too hot and was damaging the olympus cyf 5 cystoscopes. The customer reported that they were seeing a blistering on body of the scope and also the bending rubber on the distal tip was loose. They do use the eto cap on the scope before processing. They do not process in any other modality other than the sterrad. There were no reports of injuries.

Manufacturer narrative:
Conclusion: other: asp assessment: the reported issues has been documented into asp's complaint system for tracking and trending purposes. As manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their devices, asp does not have the means to provide up-to-date information related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. Olympus released a technical information bulletin dated sept 21, 2007 recommending against the use of the sterrad nx sterilizer for sterilization of olympus flexible surgical endoscopes. In october 2007, a CAPA was initiated and customer letters were sent to all sterrad system's users. It was recommended for customers to contact the device manufacturer regarding material compactibility and functional performance questions of the device with the sterrad systems. A risk assessment was performed for damage to customer device after processing in the sterrad systems. The assessed risk was determined to be as low as practical at this time. Asp will continue to track and trend. This complaint was part of a retrospective review.